Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, there were opening issues with the jaws of the device. Another clip applier was used to complete the procedure. There was no pt consequence.